Event description:
Philips received a complaint about the efficia dfm100 device, indicating that the device prompted a 'battery is at end-of-life' error. The rse evaluated the device remotely and determined that it had an issue with the lithium-ion battery. Hence, the battery was replaced, and the device was handed over to the customer in good working condition. The device remains at the customer site, and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.